Event description:
The customer reported communication errors. Further information received from the fse found indicated that the system locked up as a result of the errors. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The lemo receptacle and interconnect cable were replaced as part of the service event. The system was tested and found to be working as intended and put back into service.